Event description:
Event: (cc# 98-01112) blood was noted in the balloon. The doctor had difficulty removing the iab from the patient. A second iab was inserted into the patient. (Multiple event to customer complaint number 98-01113) the following was reported to datascope on 9/24/98: blood was noted in the balloon lumen. The resident was notified to observe. The physician was made aware of this. Therapy was discontinued with some difficulty. Another iab was inserted into the right groin several hours later in the cath lab. It is unknown if there was any patient injury or complication as a result of the event. (On 9/24/98, datascope received the medwatch form from the user facility; uf/distributor report number: 14-0258-1998-0156) [event complications]: unknown - reported 9/3/98 and 9/24/98. [Patient's current status]: transferred-rpt'd 9/3/98.